Event description:
It was reported to medtronic neurosurgery that after turning the patient over in their bed, the nurse noticed that the device tubing had pulled free causing csf to leak onto the bed. According to the report, air entered into the patient¿s head from the open tubing before the drain could be replaced. The report states that the patient was still in the ICU and that they were doing fine.

Manufacturer narrative:
The tubing from both sides of the patient-access stopcock was disconnected; the proximal segment of tubing was not returned. It is unknown how or when this damage occurred. Adhesive was observed within the lumen of both the proximal and distal male leur adaptors of the stopcock, as well as on the outer edge of the distal male leur adaptor and corresponding tubing. A review of the manufacturing records was not possible as no lot number was provided. Additional patient information: it was later reported on (B)(4) 2013, that the patient was still doing fine. (B)(4).

Manufacturer narrative:
The tubing from both sides of the patient-access stopcock was disconnected; the proximal segment of tubing was not returned. It is u nknown how or when this damage occurred. Adhesive was observed within the lumen of both the proximal and distal male leur adaptors of the stopcock, as well as on the outer edge of the distal male leur adaptor and corresponding tubing. A review of the manufacturing records was not possible as no lot number was provided. Additional patient information: it was later reported on october 9, 2013, that the patient was still doing fine. (B)(4).